Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 576mg/dl. The spouse stated that his blood glucose was treated with manual injections, but his glucose level still registered as high. The caller stated that the customer was vomiting prior his admission. Troubleshooting could not be performed as customer did not feel well. The caller stated that the customer had a liver surgery. Advised the wife that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.